Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery approximately two (2) years and three (3) months ago. Subsequently, the patient underwent a revision approximately six (6) weeks later due to the implant being too long. Eight (8) weeks post op the patient reportedly was able to full-weight bear, bone union/fusion was confirmed, and the patient was experiencing a moderate level of pain. No further details or additional information is available.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 233230032, vpc screw 3.4x32mm; lot#: unknown. G2: switzerland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery approximately two (2) years and three (3) months ago. Subsequently, the patient underwent a revision approximately six (6) weeks later due to the implant being too long. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: removal of vpc-screws x 2 due to noted complication, after osteosynthesis of trimalleolar fracture slight overlength of the two screws in the area of the medial malleolus and very subchondral screw position in the area of the distal tibia after fixation of the volkmann fragment, removal of 3 screws planned before weight bearing. The fractures are bony consolidated. Final xray check today showed a very nice restoration. Radiographs were provided but not assessed as the medical records sufficiently contains the findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.